Event description:
Allegedly, revised due to elevated cobalt levels; impaired gait and mobility and evidence of metallosis with loosening of the acetabular component, periacetabular osteolysis and soft tissue damage - right.

Manufacturer narrative:
This is the same event as 3010536692-2015-01053, -01054, -01055.